Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap remains intact and attached and exhibits a drilled through condition; there is some white unknown substance noted inside the fiber cap tip; the glass cap exhibits mild detritus adhesion; the glass cap exhibits devitrification at the output area. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that the fiber is ¿fiber tip damaged¿ at 13,525 joules and 03:30 minutes of usage, the fiber was exchanged and the case was completed. Patient outcome: "no injury to patient" reported.